Event description:
It was reported that during use of the angiocath special gray 16ga x 5.25in as it was removed the needle broke. Forceps were use to remove the broken needle from the patient. The following information was provided by the initial reporter, translated from french to english: when performing a nephrostomy, the radiologist stabbed the patient's kidney transcutaneously. After removal of the mandrel, the needle separated from the plastic support located at the end of the mandrel and straightened in the body of the patient. The mandrel had to be removed from the patient with a forceps but the maneuver was very difficult.

Manufacturer narrative:
H.6. Investigation: one sample was provided for evaluation by our quality engineer team. Through examination of the provided sample, a separation between the needle and the hub was observed. The observed defect is related to a lack of epoxy within the needle hub resulting from improper application. A device history record review was performed for the provided lot number and the review did not reveal any detected quality issues during the production process. Bd was able to duplicate and confirm by the customer indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the angiocath special gray 16ga x 5.25in as it was removed the needle broke. Forceps were use to remove the broken needle from the patient. The following information was provided by the initial reporter, translated from french to english: when performing a nephrostomy, the radiologist stabbed the patient's kidney transcutaneously. After removal of the mandrel, the needle separated from the plastic support located at the end of the mandrel and straightened in the body of the patient. The mandrel had to be removed from the patient with a forceps but the maneuver was very difficult.